Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, improper image color tone was noted due to charged coupled device damage. In addition, bending section cover scratch, and angle in the up-direction failure to meet standard value were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that compromised image was observed with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, improper color tone image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a damaged image sensor unit or a defective circuit board inside the video connector. The event can be detected and prevented by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Warning do not stare directly into the distal end of the endoscope while the examination light is on. Eye injury may result. Caution never use abrasive wiping materials or cotton-tipped applicators with a metallic stem, as the objective lens may be scratched. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.